Event description:
It was reported that the pacemaker was explanted due to noise over-sensing. The chronic right atrial (ra) lead and the chronic right ventricular (rv) lead were capped on (B)(6) 2024 because of noise over-sensing, which resulted in high ventricular rate episodes. The pacemaker system was replaced with a leadless pacemaker. Additionally, it was noted that the old ra lead and old rv lead were capped on (B)(6) 2015 due to an unknown malfunction.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.